Manufacturer narrative:
(B)(4). Concomitant medical products: zimmer liner standard 32 mm i.d. For use with 50/52/54 mm o.d. Shells cat#00630505032 lot#63930702. Biomet cer bioloxd mod hd 32mm -3nk cat#12-115114 lot#2983082. Zimmer shell porous with cluster holes 50 mm o.d. Cat#00620005022 lot#64272014. Biomet tprlc 133 fp type1 pps ho 8.0 cat#51-101080 lot#6725907. The device will not be returned for analysis, as the device was discarded; however, an investigation of the reported event is in progress. Once the investigation is completed, a supplemental medwatch 3500a will be submitted. Multiple MDR reports were filed for this event, please see associated reports: 0001822565 - 2020 - 04055.

Event description:
It was reported that patient underwent total hip arthroplasty. Subsequently, patient underwent a revision procedure approximately 1 month later due to periprosthetic fracture. Scar tissue, loosening, and hematoma was noted. The liner, head, and stem were removed and replaced. Attempts have been made and additional information on the reported event is unavailable at this time.

Manufacturer narrative:
Upon reassessment of the reported event, the liner was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.

Event description:
Upon reassessment of the reported event, the liner was determined to be not reportable and did not contribute to the reported event. The initial report was forwarded in error and should be voided.